Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fatigue patient presented in hospital for scheduled lead revision. It was noted that the right ventricular lead exhibited loss of capture. The device was interrogated prior to procedure and revealed the lead also exhibited oversensing and high impedance. The lead was programmed to unipolar and all electrical measurements were stable and in range. The procedure was canceled. The patient was in stable condition throughout event and would continue to be monitored.